Event description:
It was reported that the micl 13.2 implantable collamer lens was torn while loading the cartridge but it was not discovered into after the lens was inserted in the eye. The lens was removed without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
.